Event description:
Reporter stated that three months after breast implant, she developed chemical allergies since she worked at a (B)(6). She also experienced symptoms like joint pains, right arm pains, carpel tunnel sydrome, light headedness, low energy, and passed out a lot; chronic fatigue, throwing up and was hospitalized for three days. She had chronic sinusitis and ended up having a sinus surgery. She later developed copd, rheumatoid arthritis, autoimmune disease and allergies to grass and trees. She had asthma and was placed on nebulizer, inhaler and immunosuppressants, severe depression and fibromyalgia. She could eat meat and vegetables, only to systemic candida, her heart rate was 180 at rest, bronchitis, thrush and yeast infection; suicidal ideations and overdosed on clonazepam, during this time she was under doctor's care. All these, she never experienced before the implant. She has been perfectly fine after explant of this device.